Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the conductor coils were slightly deformed near the terminal end and the insulation sleeve was wavy near the tip. Anti-adhesion was extremely bunched in several places and the lead body was curled. The lead was stuck in an introducer with a bend in it upon receipt at laboratory. The damage on this lead is consistent with a lead which has been placed through a constricted area.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that placement difficulty was met during the implant procedure, after the right ventricular (rv) lead was passed through the sheath several times. Rv lead had conductor and terminal end damage that was noted upon visual inspection. This lead was never in service. No adverse patient effects were reported.